Manufacturer narrative:
Additional information provided. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a deviation in axis was discovered during a scan following a cataract procedure. The patient was operated on again to correct the axis. A 15 degree deviation in toric axis was noted between the first and second procedures.